Event description:
It was reported the patient experienced an infection. The reported noted the patient has had two pumps and had infections 'both times'. The first pump involved a (B)(6) infection (see manufacturer report # 3004209178-2013-01197), and the second pump was 'some sort of other infection'. No other information was provided and it was not indicated if the second pump was removed or if any other intervention took place. Additional information has been requested, but was not yet available at the time of this report.

Event description:
Additional information received reported there were no plans to re-implant the patient. The patient had issues with his immune system and tended to have chronic infections.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011-(B)(6), product type catheter. Product ID 8596sc, serial# (B)(4), implanted: 2011-(B)(6), product type catheter. (B)(4).